Manufacturer narrative:
Additional info has been requested. Subject device was not implanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Subject device has been received and is currently in the eval process.

Event description:
While inserting a cannulated screw with the threaded guide wire for a tibio-talar fusion, the guide wire broke into several pieces. Each time the surgeon tried to advance the guide wire, it continued to break. Surgeon reamed over with a hollow reamer to remove all the broken pieces. An additional 30-40 minutes were added to the procedure.